Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed due to the agnd (violet) wire of ECG ¿a&b¿ cable being cur, causing ECG ¿a¿ to not recognize. The belt did not pass falloff testing. The trunk cable was replaced due to damage. The root cause of the physical damage to the cut cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.